Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the info power on reset (por) error code appeared on the patient programmer (pp) and the therapy had stopped due to the por on the day prior to the report. When the por error code was seen, it was noted that the patient was unloading their dishwasher and the pro was not related to an overdischarge event. The patient was able to reset the pp, clear the por and was receiving adequate therapy. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as chronic low back pain and spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.